Event description:
According to the available information, the implant was inflating but was hard to pump and did not hold an erection [unintended deflation]. The plan was to move the reservoir during the revision as the patient had lost 125 lbs and it was thought that the reservoir may have herniated. However, during the revision, it was noted that the system was leaking. The right cylinder was removed and replaced as pinholes were found on the tubing by the junction of the cylinder. The physician thought they had maybe punctured it.

Manufacturer narrative:
As no lot # was provided, a review of the device history record, complaint history database, nonconformance's and capas could not be completed. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.